Manufacturer narrative:
Citation: de backer o et al. Usefulness of transcatheter aortic valve implantation for treatment of pure native aortic valve regurgitation. Am j cardiol. 2018 sep 15;122(6):1028-1035. Doi: 10.1016/j.amjcard.2018.05.044. Epub 2018 jun 27. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the ¿off-label¿ use of transcatheter heart valves for the treatment of native aortic valve regurgitation. All data were collected from 46 centers between 2007 and 2017. The study population included 254 patients (predominantly male; mean age 75 years), 103 of which were implanted with a medtronic corevalve bioprosthetic valve, 37 were implanted with a medtronic evolut r bioprosthetic valve, and 10 were implanted with a medtronic engager bioprosthetic valve. No serial numbers were provided. Among all patients, the all-cause mortality after 30 days included 29 patients. Of those deaths, 23 were due to cardiac causes and 6 were due to non-cardiac causes. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: coronary obstruction requiring intervention, repeat procedure for valve-related dysfunction defined as elevated mean gradients and/or greater than or equal to moderate aortic regurgitation, stroke, device embolization/migration, low implant/valve malposition, life-threatening bleeding, and major vascular complications. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.